Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests performed. Charge profile revealed various times of erratic coupling and poor alignment of the charger to the ipg. The charge current sometimes reached the maximum ma which indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing charging difficulty. The physician replaced the patient's ipg.

Event description:
A report was received that the patient was experiencing charging difficulty. The physician replaced the patient's ipg.